Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced package deformation and had moisture within the packaging noticed prior to use.

Manufacturer narrative:
Investigation summary: a device history record review showed no non-conformances associated with this issue during the production of this batch. Photo evaluation: 3 photos were received for investigation and observed deformed package. Sample evaluation: 200 actual samples were returned for investigation. All the samples were subjected to visual inspection and observed that the package is deformed. No open/poor seal observed from all the 200 samples. 10 samples were subjected to the package leak test and all samples passed the test. Simulation of deformed package: pegasus product was placed in the oven at 60°c & 70°c for 24hrs, 48hrs and 72hrs respectively to observe the condition of the blister package. Temperature, duration. 24hrs, 48hrs, 72hrs. 60°c, no deformation, no deformation, no deformation, 70°c, no deformation, slight deformation, deformation. Based on simulation conducted, the deformation occurs at temperature greater than 60°c. The packaging process were reviewed. The primary packaging process parameters were within specifications with no abnormalities observed. There is 100% inspection at the secondary packaging on the package integrity before placement into the shelf carton. Hence, the deformed package is not caused by the packaging process. Inspection after sterilization of recent produced batch: inspection was conducted on recent produced batch of catalog 383712, batch 8332699 to check for deformed package after eto sterilization. Total 14 case carton ((B)(4)) was sampled from one pallet with no deformed package observed. The reported batch 8235274 was shipped via air shipment to shanghai dc. Per procedure 70005725, temperature strip is required to be pasted on each case carton for air shipment. At shanghai dc receiving, the dc personnel required to check if the temperature strip turned red (indicating temperature exceeded 55°c) and on hold any affected carton. 2 case carton ((B)(4)) of the reported batch were affected and had been scrapped after sorting. Therefore, case carton with non-red temperature strip were shipped out to the customers. The deformed package received by the customer is not due to the tuas manufacturing process. There could be a temperature gradient experienced by the pegasus product during handling (e.g like transportation, storage, loading and unloading).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced package deformation and had moisture within the packaging noticed prior to use.